Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited anti-tachycardia pacing (atp) with a loss of capture (loc). There was undersensing due to big/small phenomenon changes in amplitude of the underlying ventricular fibrillation (vf). There was also farfield r-wave oversensing (ffos) observed. Therapy was delayed approximately 7 seconds due to competing zones and inappropriate atp. There was one appropriate shock delivered to resolve the vf. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. The ICD device remains in service. Outside of the shock, no adverse patient effects were reported.